Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). We received one used, full filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not blocked. A functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and no wing cap is observed at the pump. Big top cap is opened and discofix cap is removed. No solution/crystallized residue is observed at cap valve. Additionally, observed air bubble at triangle tube before filter. Clamp clip is released. No flow is observed at the pump. No other deviation is observed at the pump. Analysis: air bubble inside triangle tube is purged out. However, the pump remained not working. Further investigation is done by dissecting the complaint pump by section to find out the possible contributor of blockage. Pump is dissected at microbore tube (section a). No flow is observed. Microbore tube, step down tube and glass tube connections are ruled out from possible contributor of blockage. Pump is then dissected at microbore tube and filter connection (section b). Immediately observed flow of solution. It can be concluded that the complaint pump is not working due to blockage at microbore tube and filter connection. Corrections/containment plans: color coded basket is implemented at occlusion test station to improve segregation between parts before and after test. Operators are briefed about the defect to increase their awareness. Corrective actions: single wetting device (combibath ii & iii) is to be implemented to replace current gluing jig. Justification: justified.

Event description:
As reported by the user facility ((B)(4)): the pump has not diffused. Drug: 5fu.